Event description:
As reported (B)(6) 2014, a patient of unknown age and gender presented for PICC placement procedure. When the treating physician was inserting the guidewire through the needle, it was noted the needle was occluded. The needle was removed, and the physician advanced the guidewire through the needle to determine if the occlusion was a blot clot, however when doing so, a small piece of metal ejected from the distal end of the needle. The defective device was set aside, a new of the same device was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).